Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a heavily calcified obtuse marginal. The physician was experiencing difficulty crossing with a taxus express2 2.75x12mm drug eluting stent and opted to predilate again. While attempting to pull the stent delivery system back, it would not go back into the guide. A stent strut was flared. Everything was removed and the physician used a new guide and a new wire and crossed with a new 2.75x12mm taxus stent. No pt complications occurred. Pt status is satisfactory.